Event description:
An endurant stent graft system and a talent occluder were implanted for the endovascular treatment of an abdominal aortic aneurysm. The proximal neck diameter was 21 - 23mm below the renals, and 25mm just above the sac. The maximum aaa diameter was 55mm and contains significant amounts of thrombus. The aaa necks down to a calcified area which is 2 x 2.5cm, and then expands out to 4cm. The distal aortic diameter is very small (approximately 1cm) and calcified. The right iliac diameter is 9mm, and the takeoff of the left common iliac is severely angulated. It was reported that a type iii junctional endoleak between the endurant cuff and limb was observed. A secondary intervention was performed and the physician was able to cannulate the cuff. A two endurant devices were deployed within the previous stent grafts to exclude the endoleak. The final angiogram confirmed the type iii endoleak has resolved. The exact cause of the separation is unknown however, the physician believes that it could possibly be due to the overlap difference of the endurant cuff with the limb and forces exerted over time. No additional clinical sequelae were reported and the patient is fine. Film review analysis: review of returned pre-implant films revealed that the proximal neck diameter was 21 - 23mm below the renals, and 25mm just above the sac. The maximum aaa diameter was 55mm and contains significant thrombus. The aaa necks down to a calcified area which is 2 x 2.5cm, and then expands out to 4cm. The distal aortic diameter is very small (approximately 1cm) and calcified. The right iliac diameter is 9mm, and the takeoff of the left common iliac is severely angulated. Images at implant or post-implant were not provided. The cause of the type iii separation cannot be determined from these images.

Manufacturer narrative:
(B)(4).